Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens, -15.0/+0.5/092 (sphere/cylinder/axis) was implanted into the patient's right eye (od) upside down. This occurred on (B)(6) 2021. The lens was implanted, removed, and replaced intraoperatively and the problem is resolved. Reportedly no patient injury occurred.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. Claim # (B)(4).